Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The device was forwarded to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. In addition to the above findings, it was also determined that there was top enclosure damage, missing left door, both were replaced. Ui panel screen was replaced due to debris inside that was visible when powered. Replaced parts # 1144581_221004, 1115485_220915, and 1115538_l220915029. Software was upgraded and the device passed final test.